Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise and low pacing impedance. The ra lead was capped. The patient was in stable condition throughout the procedure.